Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that upon interrogation of the pulse generator. In an error message displayed that the diagnostic data was invalid. When cleared, the diagnostic data was missing. The device remained implanted.